Manufacturer narrative:
The following fields were corrected: e4. FDA notified? Yes. Medwatch case# (B)(4). H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and 10 retention samples were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: sm 363083_3016601 did not fill to correct level.

Manufacturer narrative:
The related report number has been updated with the correct medwatch case # (B)(4).

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: sm 363083_3016601 did not fill to correct level.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: sm 363083_3016601 did not fill to correct level.